Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to inadequate stimulation. The explanted ipg will not be returned per hospital policy, and patient was doing well postoperatively.